Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the right ventricular lead was not capturing. The lead was not used and replaced. The patient was stable.